Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the evita ventilator being used as niv bipap whilst attached to patient stopped working for about 10 seconds and then rebooted. No patient injury reported.

Manufacturer narrative:
For the investigation an excerpt of the logfiles were provided, the error code 02.03.010 was found. This error code points towards an electromagnetic disturbance which exceeds the immunity barriers defined by the standard (B)(4). In case the device detects such a deviation, it performs a warmstart in order to solve the problem. During a warmstart an audible alarm is generated and the device briefly powers off and then back on. During the warm start, which lasts for about 8 seconds, the emergency-breathing valve opens allowing for spontaneous breathing, after the warmstart the device will continued with the latest settings. The evita xl is designed and approved according to (B)(4). The customer did not describe any further problems since.

Event description:
Please see initial-report.